Manufacturer narrative:
It has been determined that this report constitutes a duplication of 3005477969-2014-00521. Please disregard this erroneous submission.

Event description:
It was reported that revision surgery was performed due to elevated chromium levels of 41.0 u / l.